Manufacturer narrative:
The device has not been received to date. Customer called olympus technical assistance center (tac) support to troubleshoot. Tac instructed the customer to test the scopes and light sources to see if the error persists. The customer reported no more issues with the scopes. Follow up with the user facility is currently being performed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for use, a b30(scope communication error) displayed from the 190 series scope. There were no reports of patient harm associated with this event. This is report #2 of 2 due to multiple devices/events reported. Reference report patient identifiers (B)(6) for the additional event reported.